Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00371 on 19-aug-2020. Correction (02-sep-2020): the initial MDR included the incorrect date (27-jul-2020) in section g.4.date received by manufacturer. The correct date is 24-jul-2020. Section h6 is also updated to include new adverse event problem codes. Siemens is investigating the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00371 on 19-aug-2020. Siemens filed the first supplemental MDR 2432235-2020-00371_s1 on 01-oct-2020. Additional information (02-nov-2020): siemens reviewed the information provided and identified that quality control (qc) results were in range on the day of testing. There were no issues with other cancer antigen (ca 15-3) patient samples results on the day of the event and is indicative of a sample-specific issue. Based on the information provided, the cause of a falsely depressed ca 15-3 test result on one patient sample is unknown. Siemens cannot rule out pre-analytical factors or a sample issue as the potential cause of the event. No further evaluation of the device was required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed siemens that one patient test result was affected during the initial run. The issue was not reproducible with repeat testing performed on the same analyzer. Siemens is investigating the issue.

Event description:
The customer obtained one discordant, falsely depressed cancer antigen (ca 15-3) test result on a patient sample on an atellica im 1600 analyzer. The customer expected a higher result and did not report the result to the physician(s). The customer used the same patient sample and analyzer to perform repeat testing and confirm the correct result. The repeat resulted in >200 u/ml, and a 1:10 dilution was performed on the patient sample. The diluted sample was repeated on the same analyzer, and the customer obtained a result of 282.7 u/ml. The 2nd repeat result matched the patient's history. There are no reports of patient intervention or adverse health consequences due to the falsely depressed ca 15-3 result.